Event description:
It was reported that touchscreen became unresponsive, but date and specific details of event were not verified because customer declined further discussion. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, no additional troubleshooting was completed, and customer was out of warranty and in process of obtaining new device.